Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events on 16-jun-2024 and 19-jun-2024. Infusion set had been in use for 1 day. Blood glucose level was noticed 146 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Initial and final MDR 1924714- MDR 3003442380-2024- 17085- device 1 of 4.